Event description:
As reported: "during the end cap procedure step, the end cap did not fit properly into the nail. At first a +10mm plug was used and did not fit the nail, and the +10mm plug was replaced with a +5mm plug because the threads of the +10mm plug might be the cause, but the +5mm plug did not fit the nail either. In the end, the surgery was completed without end caps."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case. Without information a root cause could not be determined. With available information a product deficiency could not be determined.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "during the end cap procedure step, the end cap did not fit properly into the nail. At first a +10mm plug was used and did not fit the nail, and the +10mm plug was replaced with a +5mm plug because the threads of the +10mm plug might be the cause, but the +5mm plug did not fit the nail either. In the end, the surgery was completed without end caps."